Manufacturer narrative:
The reported observation of lead migration can not be confirmed through lab testing alone. The root cause was not ascertained. A visual inspection of the 3186 percutaneous lead found it had been cut into 2 segments. No cam compression marking from the swift-lock anchor was found on the lead. Setscrew markings were noted on the terminal end segment indicating the lead was properly inserted and retained in the ipg header port. Resistance and continuity testing of the lead segments was performed between the cut ends and the stimulation end. No electrical opens were observed. No internal wire damage was noted. Associated swift-lock anchor - the returned swift-lock anchor was tested for fit and function and functioned as design.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient¿s left lead migrated significantly resulting in ineffective stimulation. In addition, the patient was experiencing uncomfortable warming at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the devices were removed and new product placed to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.